Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation in used condition. Visual inspection found and verified the reported downstream occlusion (dso) seal problem. The dso seal was degraded. The service history review indicated that the reason for return is related to a past service on august 18, 2023, for an issue related to "dso sensor seal replaced due to a bubbled seal." The dso sensor seal was replaced, and the pump passed all functional tests and performed as intended after repair.